Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge with insulin. There was no adverse impact to the customer's blood glucose level. The customer was advised to clean the pneumatic tap area on the pump, and after reloading the same cartridge, successfully resumed insulin delivery.